Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis neither confirmed nor replicated the report of derailed wires, but found the instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a tenaculum forceps instrument was noted to have derailed wires. The procedure was completed with a backup instrument and there was no reported harm, injury, or adverse outcome. The customer reported that there were no collisions and that no fragments fell into the patient.